Event description:
It was reported that during a laparoscopic sigmoidectomy, the small ancillary blue tip broke off into the colon. An ostomy was made to retrieve the broken piece. Suture was used to close the ostomy. The same device was used to complete the procedure. The procedure took an extra 45 minutes. The device was discarded. Additional information being requested.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. Evaluation summary - the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.